Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a vibratory alert. Device was found to have reached eol. Previous check, device showed longevity of approximately 3 years. Device reached eri to eol within 3 days. The device was explanted and replaced.

Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.